Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be torn. Fluid was observed to leak from this tear. The timing and cause of the observed cannula damage could not be determined. As such, it could not be confirmed if the damaged soft cannula directly contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours on their leg. Information on treatment was not provided. The device was originally reported for high blood glucose levels.